Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected. The catheter was received with suture and gauze. The catheter material was mashed in several areas and the material was stretched. The millar sensor could not be zeroed upon receipt and the balance was adjusted. The device then passed all electronic, noise, linearity/hysteresis and signal drift tests. The determined cause was mishandling. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.,

Event description:
As reported by the affiliate, when the patient came back to the ward after the procedure, the monitor connected, but the microsensor did not register any readings. Monitoring was discontinued. There were no reports of delay or patient harm.